Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the console was not displaying accurate pressure readings when compared to the bedside monitor. The console was in 1:2 with good augmentation and a blood pressure (bp) in the 90s/60s. The bedside central lumen pressure showed a systolic in the high 80s. The customer attempted to recalibrate the iab but this resulted in the same pressures. It was explained that many times the bedside and the iab will not be the same pressures due to differences in how pressure is measured. The customer stated they felt that that the bedside monitor also displayed a cleaner looking waveform. They were advised that they could transduce the central lumen to the iab instead of the monitor. They made the switch and reported a cleaner waveform and felt more confident in the pressures displayed. It was suggested that at anytime they could try the fiber optic again. It was later reported that the patient had received a heart transplant. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Reference complaint #(B)(4).

Manufacturer narrative:
Corrected fields: d10 to no and date field is blank. H3 to no, device not returned. It was incorrectly reported that this device was returned for evaluation, but it has subsequently been determined that it was not. Reference complaint # (B)(4). H3 other text : device not returned.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint#: (B)(4).

Event description:
N/a.